Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the fenestrated bipolar forceps instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of conductor wire damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The instrument grips opened and closed properly. The instrument delivered energy and arcing was observed on multiple attempts. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable event due to the following conclusion: the instrument had thermal damage with no damage to the conductor wire and insulation. However, thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that a routine inspection was conducted in anticipation for a planned da vinci-assisted cholecystectomy surgical procedure. During the activity, the customer identified physical damage on the 8mm fenestrated bipolar forceps instrument. No patient involvement.